Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Culture revealed elevated white blood cells on (B)(6) 2015 through (B)(6) 2015. Specific organism was not reported. There is nothing in medical records to say if fmc products contributed to this peritonitis.

Event description:
A peritoneal dialysis nurse reported a patient was admitted into the hospital on (B)(6) 2015 due to abdominal pain and peritonitis was identified. The nurse stated the exact cause of the peritonitis is unknown.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number was not known. A device history records (DHR) are reviewed and released according to a review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to this clinical event.